Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If implanted; give date: unknown/not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct400 intraocular lens (iol) was explanted due to change of (lens) power. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation in one piece. Visual inspection was performed on returned complaint sample under microscope using 12x magnification and no abnormality found on the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations and precautions with respect to refraction measurements. During the manufacturing record review of the production order for this serial number, no non- conformances or assignable cause were identified. All pertinent information available to abbott medical optics has been submitted.